Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022 to treat lower back pain. More than a year after the implant, the patient noted some difficulty with connectivity between the implantable pulse generator (ipg) and the external therapy discs, leading to inadequate pain relief. It was determined that the issues were related to the loose skin around the ipg implant location in the lower back. A surgical revision was performed on (B)(6) 2024 to place a new ipg in a more medial position with less loose skin and tissue.

Manufacturer narrative:
There is no indication of any malfunction or failure of the nalu system or its components. There is no evidence of ipg migration after the implant procedure. The ipg was implanted and in use for more than a year before noting communication issues, allowing for changes to the patient's physique. The initial implant location appears to have been appropriate and functional at the time the system was implanted. Communication issues appear to be related to the placement of the device in relation to the patient's changing anatomical makeup.